Event description:
Information received from the field notes that prior to implant, the device exhibited a message that "installed application does not support device." During a software download attempt, the memory revealed that the device had reached eri.